Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when using a set of internal paddles for the first time, the paddle set failed to discharge. There was no harm to the involved patient.